Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance during drain 1/4 of apd therapy. Reportedly, hp received a low drain volume alarm. Hp indicated to tsc technician that home patient had connected at an inappropriate time during therapy, thus creating the reported alarm. Technician assisted the hp in ending therapy early and advised hp to restart with new supplies. Follow up with hp indicated supplies were replaced and therapy was completed without incident. No patient injury or medical intervention reported per hp.